Event description:
Customer called to report that when they concluded changing the infusion set and finishes the rewound and priming, the insulin exited continuously. It was stated that the display screen instructed them to press the escape button to rewind. When customer takes their hand off the pump, the device did not stop delivering insulin. Customer reverted to manual injections.